Manufacturer narrative:
(B)(4). Evaluation of the incident forceps found the insulation was damaged exposing bare metal on one side. The forceps failed hipot testing. The damage appeared to be the result of the forceps coming into contact with something during the reprocessing process. The instructions for use state when sterilizing forceps, avoid contact between cords, plug connectors, and other metal instruments to extend the life of the product.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that they noticed a failure of the bipolar forceps during testing. There was arcing from the insulated part of the forceps. There was no patient involvement. Covidien's initial evaluation found the insulation was damaged and the forceps failed hipot testing.